Manufacturer narrative:
(B)(4). The model part number 107-75 is not sold in the us. Similar part 86451 hi contour is sold in the us under 510k no. K965132.

Event description:
During pretest the cuff did not inflate. There was no patient involved.